Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because there was an insufficient number of tests remaining in the returned cassette.

Event description:
Reporter stated the customer received a result of 8.0 mmol/l on the mobile system at 6:45 a.m. He delivered 26.0 units of insulin and ate breakfast. He then received a result of 20.1 mmol/l at 8:00 a.m. And delivered an additional 5.0 units of insulin. Approximately 1 hour later, the customer experienced hypoglycemia and required treatment from his wife. He was sweating and had slurred speech, and his wife gave him glucose. He began to feel better 30-40 minutes later. Customer reported receiving readings of 17.0 mmol/l, 30.0 mmol/l, and 3.0-4.0 mmol/l within 10 minutes while in the hypoglycemic state. The alleged product was requested for evaluation.